Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father reported the sensors was not working for his son. The father also reported receiving alarms from the sensor. The father declined to troubleshoot. No additional information provided.